Event description:
Our affiliate is reporting to us that during an arthroscopic acl repair with the use of rigidfix for fixation, a portion or the distal tip of one of the guide sleeves (approximately 1cm or 3/8ths) broke off into the bone. It appears that the surgeon did not follow protocol by neglecting to remove the guide sleeves from the bone prior to manipulating the leg to test for stability and range of motion, which caused the device breakage, a user technique issue. The surgeon, for whatever reason, did not retrieve the fragment; however, the procedure was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
The underlying cause for this reported issue is, admittedly, technique driven. The surgeon did not follow established technique protocol; he failed to remove the device from the bone prior to manipulating the joint. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.